Event description:
Attune revision left knee male (B)(6). Attune primary knee in 2019. Insitu femur 8, tibia rp 6, insert 8/14mm. Patient complaining of pain and instability. Unstable in flexion, loose in extension. On exposure, all implants well fixated. No issues with implants. Full revision completed after clarification of no infection present. Revision crs femur 8 with posterior and distal augments 4mm x 4, 35mm partially coated revision sleeve, 16x60mm press fit stem. Revision rp tibia 6, pressfit stem 12x60mm, 45mm partially coated sleeve. Revision crs rp insert 8/18mm. Patient status/ outcome / consequences. Patient consequence description/ was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Revision surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. If yes, describe revision surgery, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the affected side was the left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no instability, no reported malposition of components, no undersized undersized components and femur or tibia was not excessively resected/joint line raised during primary surgery.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The photographs provided does not show the device associated with this complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.